Event description:
I am sending in this form again because it looks like the one I started about 30 minutes ago did not include my three pictures, and I don't think I submitted the report. On (B)(6) 2024, I ordered same day delivery of ihealth covid-19 antigen rapid delivery, 2-pack, from amazon (order# (B)(4).I live in (B)(6). When I received the package that same day, I discovered that the tests expired eight months ago, even with the government extension of expiration dates. More details: the box reads: ihealth covid-19-antigen rapid test - 2 tests lot no. 222co20208 use by: 2023-02-07 I went to the ihealth website (https://ihealthlabs.com/pages/news#expiration) to see the latest government extension of the expiration date, and entered the lot number. It showed that the "extended use-by date" is 2023-05-07. The tests expired eight months ago! This is a dangerous public health issue. For example, someone could have covid, and these expired tests could incorrectly show a negative result. I left a voicemail for (B)(6), the FDA consumer complaint coordinator for (B)(6) at (B)(6). She was out sick so I received a call back from (B)(6), FDA investigator, on (B)(6). I believe he has written up a report on this issue. Earlier today(1/17/2024), I spoke with FDA's (B)(6). He suggested that I fill out this form (consumer/patient, complaint form 3500b) and allegations of regulatory misconduct form. I spoke with (B)(6) today (1/17/2024) and sent her the email thread that I had with ihealth on (B)(6) to give her more background info. Please let me know if you have questions or need more info from me. Thank you.